Event description:
Customer reported that while running an antibody screen assay, summit sample handler delivered no sample to wells in position 8 and no error code was generated. The plate was aborted, the instrument was taken out of service and a field service engineer was dispatched to investigate the problem. The engineer was able to duplicate the problem and found the tip clamp to be stuck. The engineer replaced the tip clamp and plunger clamp in position 8. No death or serious injury resulted from this incident.